Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient stated she was taking pain medication also has paralysis and nerve damage. The patient determined urgency and bladder fullness by her back pain level. The issue was reported as unknown if resolved at the time of this event. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.